Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for occipitocervical plate and rod breakage. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or pert number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, sekhon, l.h.s.(2005). Posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients. J spinal disorder tech(2005). Australia. This study evaluates the results and complications of 1026 consecutive lateral mass screws inserted in 143 patients by a single surgeon. Over a 50-month period, a total of 1026 lateral mass screws were placed in 143 patients ages 12-96 years (56 females and 87 males), with these records retrospectively reviewed. A variety of different implants were used including synthes' and competitors' devices. There is no correlation between reported complications and synthes/competitor's devices. There was one reported plate breakage in a (B)(6)-year-old man undergoing occiptocervical fusion for an os odontodeum that occurred 2 years after surgery. This occurred with the cervifix (synthes spine) occipitocervical plate, with breakage at the point of change of rod curvature between the occiput and c1. The hardware was removed without incident, and the patient did well. This is report #1 of 3 for (B)(4). This report is for a plate breakage in a (B)(6) year-old man undergoing occiptocervical fusion for an os odontodeum that occurred 2 years after surgery.